Event description:
Reference number (B)(4). Event occurred in the united states. On 16-june-2024, it was reported by the patient that she receive an alarm and hyperglycemia event. In troubleshooting blockage was found in the tube. High blood glucose level displayed high and treated by correction injection via mdi. No further information was available.